Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that impella cp was implanted to support the percutaneous coronary intervention procedure. Upon using single access with companion sheath, the orange ring was cracked on the posterior side. The physician was able to reposition the sheath and complete the procedure. The patient was successfully weaned from the pump and survived.